Event description:
Vague event report received. Customer reported, "pca pump alaris delivered 50 ml of dilaudid with 1-1.5 hours. When it was set at 0.2 mg demand every 8 minutes and 0.3 basal." Customer requested assistance reviewing the event logs. There was no pt harm and no report of medical intervention. Although requested, no add'l event info provided.

Manufacturer narrative:
(B)(4). Customer stated the devices would not be returned at this time, pending approval from his manager. Although requested, logs have not been received. A f/u report will be submitted with failure investigation results should the logs/device be received for eval.